Manufacturer narrative:
Return requested. Replacement mvs interface cable shipped to site 04/20/2016. Suspect mvs interface cable returned to manufacturer on 05/14/2016 and is currently under analysis. Return requested. Replacement rear cab breakout panel assy shipped to site 04/20/2016. Replacement rear cab breakout panel assy returned to manufacturer, unused. On 04/21/2016 a medtronic representative performed an imaging system check-out, mechanical and system inspection areas passed. Imaging modalities test failed. Constant frame rate error messages. Medtronic representative replaced interconnect cable. Performed full system check-out. Issue resolved. System was fully functional. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, before taking a confirmation spin, it was noted that the imaging system had run over the umbilical cable. They were not able to take the spin, and the surgeon opted to discontinue the use of the imaging system. The procedure was completed with the use of a c-arm to check screw placement. Delay in therapy was 5 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect mvs interface cable finds that the reported issue was confirmed. The cable failed bench testing; the gbit test failed showing lines 7 and 8 are open. Continuity test passed and the 100t test passed. Visual inspection, passed. The reported event was confirmed to be caused by an electrical failure mode.